Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified posterior descending artery. A 2.75 x 16 synergy drug-eluting stent was deployed to treat the lesion. The stent was fully expanded and well apposed to the vessel wall. Post dilation was performed, then stent foreshortened occurred during removal of the non-bsc guide wire that was passed through the outside of the stent. A 3.0 x 32mm synergy stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.